Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the malfunction of the ccd or the failure of the printed-circuit board in the scope connector or some problem of another device in the system.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the scope communication error b30 was displayed. Olympus service operation repair center (sorc) checked the subject device and found that the noise appeared on the endoscopic image when the subject device was angulated. There was no report of patient injury associated with this event.